Event description:
Covidien received info that an ht70 ventilator's touchscreen would not save its calibrated settings. It was reported that when a specific option was selected a different option would be activated. There was no pt involvement.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and verified the reported issue. The cse replace the lcd touch screen, which resolved the reported issue. (B)(4).